Event description:
Surgeon was removing plate after six months to correct foot alignment. Upon opening incision, the talar coverloc was found to be floating in the joint and no longer screwed to the plate.

Manufacturer narrative:
This is the initial report submitted regarding this surgical event and medical device. The information contained in this report is being provided to the FDA to comply with regulation regarding medical device reporting and is based on information submitted by others that may or may not be factually correct.